Event description:
The customer reported that the pencil button got stuck and when they put the pencil in the holster, it remained on and hot. It melted the plastic holster. No injuries were reported. The incident sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The incident sample was not returned for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.